Manufacturer narrative:
Photo investigation: two pictures were received for investigation. On visual inspection of the 2 pictures received, it can be observed leakage past the stopper in 10ml ls syringes. However, no damage or molding defect can be observed in the syringes that could have caused this defect. The stopper is correctly assembled in all of them. No retained samples can be evaluated since they are not available for bulk references. DHR of lots 1605051p/1611052p/1608051p has been reviewed finding an annotation that could be related to the alleged defect for the three lots. During assembly process of the three lots failures in the plunger feeding and damage on plungers were found. Once detected defective samples were rejected and mechanical team repair the failure. Damage on plunger rod can cause the stopper resulted wrong assembled or leakage during syringe use. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Three potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 1605051p medical device expiration date: 04/30/2021 device manufacture date: 05/09/2016. Medical device lot #: 1611052p medical device expiration date: 10/31/2021 device manufacture date: 10/31/2016. Medical device lot #: 1608051p medical device expiration date: 07/31/2021 device manufacture date: 08/22/2016. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using a bd plastipack¿ luer slip 10ml bulk non sterile syringe liquid leaked past the stopper during/post use. There was no report of medical intervention.